Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during the removal process the lead broke and four electrodes were left behind. No further device issue alleged / identified. No further patient symptoms or complications were reported. For information about shocking and lead movement see pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). When asked for the cause of the lead breaking the rep indicated the lead was broken during the removal process as the physician was pulling on it to remove it. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1lwhb, implanted: (B)(6) 2017, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 2021-11-14, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.